Event description:
On (B)(6) 2019, a reporter for the patient contacted lifescan (lfs) USA, alleging that the patient¿s onetouch verioflex meter displayed inaccurately high results compared to the patient¿s feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The reporter claimed that the subject meter was reading inaccurately at 7am on (B)(6) 2019, when the patient obtained a result of ¿120 mg/dl¿ which was high compared to his normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages his diabetes with insulin which he self-adjusts. The reporter indicated that after obtaining the reported result, the patient increased his dose of levemir insulin by 1 unit to 11 units. She stated that 24 hours later, the patient became ¿shaky and low¿. The reporter indicated that at 7:20am on (B)(6) 2019, the patient self-treated his symptoms by drinking a glass of juice before starting to feel better. The reporter denied that the patient had used any other device to test his blood sugar levels. During troubleshooting, it was established that the patient¿s test strips had been stored correctly and were within expiry date. The reporter confirmed that the meter had been set to the correct unit of measure at the time of the tests. The cca walked the reporter through a control solution test and the result was in range. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms which meet lfs¿ serious injury criteria for an adverse event after obtaining an alleged inaccurately high blood glucose result on the subject meter and administering an increased dose of insulin.